Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Functional testing was performed and a broken power supply connector was confirmed; the alternating current (ac) adapter shroud and ac port connector of the wiring harness was physically damaged. This damage would prevent proper connection of ac power and eventually cause a depleted battery if the device was used without connecting to mains power. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a damaged ac power shroud. Ac adapter and power harness requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery of a novum iq large volume pump completely discharged. The device had a broken power supply connector. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.